Event description:
Additional information was received indicating this lead was not explanted but rather was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a device replacement procedure, this right atrial (ra) lead was found to have separated from the distal portion of the lead body. This lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.